Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Explanted date: device was not explanted. Manufacture date: unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility report that the physician had a recent patient who returned to the emergency room 18 hours post deployment for a large hematoma at the entry/site. The patient was referred to (B)(6) medical center in (B)(6) for vascular consult. The patient ended up getting thrombin injections, however there were no other interventions beyond the thrombin. The procedure was a 7fr bilateral iliac stenting procedure using two 8fr devices. The doctor stated that the side that developed the hematoma was not the side that they had initial concern with. The contralateral side to the subsequent hematoma had a puffiness to it that was not hard. Pressure was applied and no further issue was noted and/or experienced. The physician stated that the patient may not have been compliant with post vascular closure activity guidance. The post initial procedure outcome was positive.

Event description:
Additional information was received on 21oct2020. The doctor stated that the patient is doing well, she suffered a large hematoma however is doing well. The patient told the physician that not long after being discharged at her home, she attempted a bowel movement on a lower than standard height toilet on her own. She attempted said movement for approximately thirty minutes with straining. She also did not accept nor request assistance to remove herself from the squatting position by lifting on one left all of her body weight to remove herself from said position.